Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found a damaged oxygen sensor. The cse replaced the oxygen sensor, which resolved the customer reported issue. The ventilator passed calibrations, short self tests (sst), extended self-testing (est), and safety and functionality testing. (B)(4).

Event description:
A reported received from the USA stated an 840 ventilator experienced an oxygen sensor error. There was no pt involvement.